Event description:
The pump had an alarm. Instructed the customer to change the infusion set and review the high bg rule. Later, the customer called back and reported that pt started to vomit and was taken to the hospital for high bgs. Troubleshooting was performed. The pump had an alarm. Suggest the customer to use manual injections.